Event description:
It was reported that during the placement of the stent the sutures broke. The physician's attempts to retrieve the stent were unsuccessful. The pt sustained a cardiac arrest during stent removal. The pt is recovering in the ccu. This device has not been returned for eval. Therefore, no failure analysis is available. Alot search was performed and revealed no other complaints to date on the batch number. Additionally, without evaluating this device co can not determine if the device met specifications. User technique and or pt anatomy could have contributed to this event. However, co is unable to determine the relationship between the device and cause of the event.